Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's activity log. Review of the activity logs shows the multi-function cable was not connected to the test port. The device was put through extensive testing without duplicating the malfunction. It is important to mention the multi-function cable used at the time of the reported event was not returned to zoll for evaluation. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.